Event description:
In (B)(6) 2015, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient complained of radicular pain post-op. The following day, the surgeon performed a revision surgery where he backed out the second implant a few millimeters. The patient's pain complaints resolved completely a few weeks after the revision surgery.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause was a malpositioned implant. Part numbers, lot numbers, manufacturing dates (if available) and expiration dates: ifuse implant, p/n 7050-90, lot# i0919, manufactured 03/22/14, expires 2019-01, ifuse implant, p/n 7045-90, lot# i0a78, manufactured 08/29/14, expires 2019-08, ifuse implant, p/n 7045-90, lot# i0a78, manufactured 08/29/14, expires 2019-08.